Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 30, and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty pump replacement, confirmed shipping address, instructed customer to place old pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.